Event description:
It was reported that the pt expired. The cause of death was unk; date of death was uncertain. Per the reporter, the cause of death was not device related. The pt was a long term cerebral palsy pt.